Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: ddmc3d1 ICD, implanted: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock and presented to the ER (emergency room). The field rep attempted without success to recreate oversensing, but was observed both bipolar and rvtip to rvcoil on the right ventricular (rv) lead. The atrial lead and rv lead also showed loss of capture and oversensing. The rv lead also had high threshold. It was noted that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sic (sensing integrity counter), a high rv threshold was triggered, and there was high and undefined pacing impedance for the rv lead. Currently detections are programmed off until the patient can see their cardiologist. The rv lead and atrial lead remain in use. No further patient complications have been reported as a result of this event.